Manufacturer narrative:
In the case description, the user reports receiving a 20 u bolus uncommanded. The patient experienced abdominal pain and consumed sugary drinks to combat the decreasing blood sugar level. As a precaution the patient went to the hospital for 16 hours to ensure supervision while managing the low blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 20 u bolus on the date of occurrence. The audit log files showed that a 20 u bolus was programmed with no carbs or blood glucose values entered. The audit log files show that the confirm button was pressed to bring the user to the confirm bolus screen and the start button was pressed to begin bolus delivery. Review of the engineering log files showed further interaction with the controller, showing the bolus button being pressed to open the bolus calculator and the changing of the total bolus text one digit at a time from 0 to 2 to 20. The engineering log files confirm that the confirm button and start buttons were pressed to begin bolus delivery. The bolus record confirmed that the final bolus amount was 20 u and the entire 20 u amount was user adjusted from 0 u to 20 u. Review of the android log files found evidence of interaction with the controller to program, confirm, and start the reported 20 u bolus. No evidence of an uncommanded bolus was observed in the available log files. If additional information becomes available related to this case, it will be reassessed.

Event description:
It has been reported by the patient's mother that the patient's personal diabetes manager (pdm) gave an uncommanded bolus of 20 units whilst it was charging in another room. The patient drank sugary drinks and took dextrose but began to feel abdominal pain and nausea, they were taken to (B)(6). At the hospital the patient was given additional sugary drinks and carbohydrate-containing meals. The lowest blood glucose levels was 115 mg/dl. The patient was hospitalized for 16 hours, the diagnosis from the hospital was accidental overdose of insulin.

Manufacturer narrative:
In the case description, the user reports receiving a 20 u bolus uncommanded. The patient experienced abdominal pain and consumed sugary drinks to combat the decreasing blood sugar level. As a precaution the patient went to the hospital for 16 hours to ensure supervision while managing the low blood glucose levels. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 20 u bolus on the date of occurrence. The audit log files showed that a 20 u bolus was programmed with no carbs or blood glucose values entered. The audit log files show that the confirm button was pressed to bring the user to the confirm bolus screen and the start button was pressed to begin bolus delivery. Review of the engineering log files showed further interaction with the controller, showing the bolus button being pressed to open the bolus calculator and the changing of the total bolus text one digit at a time from 0 to 2 to 20. The engineering log files confirm that the confirm button and start buttons were pressed to begin bolus delivery. The bolus record confirmed that the final bolus amount was 20 u and the entire 20 u amount was user adjusted from 0 u to 20 u. Review of the android log files found evidence of interaction with the controller to program, confirm, and start the reported 20 u bolus. No evidence of an uncommanded bolus was observed in the available log files. If additional information becomes available related to this case, it will be reassessed.